Event description:
Vacuum assisted vertex vaginal delivery of pt. Noted next day to have subgaleal hemorrhage because of mild encephalopathy and desaturation spells. CT scan was done which showed small subdural hemorrhage. Pt was npo longer and required a CT scan and extra lab work as a result of this injury.